Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that would have contributed to the driveline fault alarms confirmed through the evaluation of the submitted log files. However, a specific cause for the low speed and pump stoppage events that continued following the driveline repair on 29jan2021 could not conclusively be determined through this evaluation. The submitted log files contained data from 19jan2021 through 28jan2021. A low speed event was observed on 19jan2021. Intermittent low speed and pump stoppage events were captured until the end of the file. The events occurred while the patient was supported by the mobile power unit (mpu). Intermittent driveline fault alarms were also observed throughout the files. A distal-end driveline replacement was performed on 29jan2021 under work order# 00101813 and approximately 23¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector were unremarkable. Electrical continuity testing was performed in the condition that the driveline was received and revealed that the orange wire was open. Rescue tape was observed on the outer silicone jacket. Upon removal of the tape, several areas of superficial damage were observed along the outer silicone jacket; however, the clear, underlying bionate revealed no evidence of damage. The metal braided shield showed breakdown consistent with the driveline¿s duration of use. Examination of the underlying wires revealed that the orange wire was completely severed at the nipple housing of the metal connector. No evidence of additional breaches or damage to the insulation of the wires was observed. The driveline was then submerged in a saline bath for high potential testing, bypassing the orange wire. No areas of current leakage were identified. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the orange wire would have resulted in the reported driveline fault alarms. If the exposed conductors of the orange wire made contact with the metal braided shield while the system controller was connected to a grounded power source, such as the power module with a grounded patient cable or the mobile power unit, the resulting electrical short to ground could have resulted in the reported low speed and pump stoppage events. However, it was reported that the patient continued to experience additional low speed and pump stoppage events following the driveline repair. The patient was placed on an ungrounded patient cable without issue. A specific cause for these additional low speed and pump stoppage events could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient currently continues to remain on ventricular assist device (vad) support and no further related issues have been reported at this time. Incidental findings: superficial damage to the outer silicone jacket was confirmed. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 2 explains that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for vad-53472 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05feb2013.

Manufacturer narrative:
The patient¿s weight was not provided. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that log fil submitted showed 29 pump stops and 46 low speed advisories including driveline fault alarms intermittent during the ~9-day length of the log. Speed drops were as low as 0 rpm which has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. Based on the log file, the driveline fault alarms displayed in (B)(4).log and (B)(4).log appear to be occurring due to a degrading conductor/wire in phase c. The second log file received displayed 4 events with driveline fault alarms in phase c (same phase as the first log) where the conductor/wire appears to be completely severed/open. X-ray received displays a potential area of concern externally. On (B)(6) 2021 tech services performed a driveline evaluation/repair 4.5 inches from the exit site. Post repair tethered patient on grounded patient cable without issue. Approximately 30 minutes after completing the repair, patient experienced low speed/pump stops alarms while tethered on grounded patient cable. The patient was changed to unshielded patient cable without issue. Percutaneous lead replaced will be returned for evaluation. No additional information provided.